Manufacturer narrative:
Concomitant products: alt xle lnr +5 lat g6 36 (cat# 01-030-46-0636 / serial# (B)(4)). 36+7 biolox head (cat# 170-36-07 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the (B)(6) male patient¿s stem was revised due to loosening. The hip was dislocated, femoral head removed, stem was found to be loose and removed, attention turned to the cup, liner was removed cup was found to be well fixed. A new liner was placed, and the patient received a new 16x245 monobloc stem and biolox head. Patient was last known to be in stable condition following the event. The device will not be returned due to the hospital discarded the implants.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "loosening - femoral stem" is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.